Manufacturer narrative:
Sunrise medical sent out replacement parts on (B)(4) 2013 to (B)(6) so that they could make the necessary repairs to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigation will complete the investigation and a f/u report will be filed.

Event description:
A malfunction involving a quickie 2 lite wheelchair was reported to sunrise medical on (B)(4) 2013. The dealer is alleging that the left front caster had fallen off of the wheelchair while the end user was at school. There was no report of injury.